Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to interrogate issue with the transmitter was noted. No radio frequency (rf) telemetry of the device was suspected. It was mentioned that the patient would be seen in clinic for troubleshooting. The patient will not use remote monitoring until then. The patient¿s condition was stable.